Event description:
A surgeon reported a patient with undercorrection and dryness in both eyes ten months following her photo refractive keratectomy (prk) procedure. The patient reported a constant blur in vision which only fluctuated initially. In a f/u with a technician, she indicated that on the date of the event, the patient had punctal plugs inserted for dry eyes and was prescribed artificial tears, cyclosporine ophthalmic emulsion and sodium chloride hypertonicity ophthalmic solution. The technician stated the reason for blurry vision was most likely due to the dry eyes. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).